Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 78 mg/dl. The contact reported that the cartridge had been used for 5-6 days. During a system check, no damage was noted to the cannula. The customer changed all of the supplies on the pump and resumed insulin delivery. Tandem technical support informed the customer that novolog insulin was labeled for 72 hour use with the pump. The customer acknowledged the information.